Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during withdrawal of the balloon, the black top cap of a 5f mynxgrip vascular closure device (vcd) detached, and the threads broke. The device was then completely removed, and manual pressure was applied to the puncture site. There was no reported patient injury. The device and packaging were inspected prior to use with no anomalies noted, and the device was removed from the package normally. The shuttle handle was not displaced, and no excessive force was applied while withdrawing the balloon through the advancer tube. Hemostasis was achieved with manual compression for less than 30 minutes followed by a pressure bandage for four hours. The mynx vcd was used in a diagnostic procedure with a retrograde approach by a deployer who was mynx certified. A 5f non-cordis sheath was used. The femoral artery¿s suitability, including insertion angle, was verified with ultrasound, the vessel diameter was confirmed to be at least 5 mm, there was no vessel tortuosity, and no peripheral vascular disease or calcium was present at the puncture site. The patient recovered after the mynx event. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.